Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired device, not prepping the skin with antiseptic solution, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the site was not irrigated before closure, which may contribute to the reported occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is likely due to not irrigating the site before closure (user error - clinician).

Event description:
The patient reported that their leg was bleeding at the pocket site and was swollen. Infection was confirmed, antibiotics were prescribed and an explant procedure was performed on (B)(6) 2022. The patient is healing, doing better and no further issues have been reported.